Manufacturer narrative:
Pump passed displacement test. No blank display noted. Unit was received with pump error 68/49/23 after battery changed, high sleep current and pump error 75 during self test due moisture damaged on electronic assembly. Unit was received with cracked battery tube threads, cracked case along the side of the battery tube, scratched case, minor scratched lcd window and cracked select button keypad overlay.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device had a blank display and buttons were unresponsive after the customer fell off a boat. Customer's blood glucose was 7.7 mmol/l. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.